Manufacturer narrative:
Complaint conclusion: as reported, a 7f exoseal vascular closure device (vcd) was deployed by mistake when it was inside the patient. The doctor depressed the trigger without any issues. Since it was an earlier retract than usual and the backflow from the indicator did not stop, it was suspected that the plug was placed in the blood vessel. There was no patient injury. The lower limbs on the side using the exoseal were imaged to the periphery, and it was clear. It was confirmed that there was no obstruction or stenosis. Good pulsation of the dorsalis pedis artery and posterior tibial artery. There was no change in the color tone of the lower limbs. Spo2 on the toes were measured and confirmed that there was no decrease. The patient was discharged as scheduled without the appearance of lower limb symptoms. Initially, an approach was made from the femoral artery. A stent was implanted at the carotid artery. An exoseal was inserted into the sheath and retracted. The visual indicator window changed to black. The product was not returned for analysis. A product history record (phr) review of lot 17987913 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty - premature deployment¿ could not be confirmed or further clarified, as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined, however procedural factors may have contributed to the reported event. According to the instructions for use (IFU) which are not intended as a mitigation of risk, observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30 ¿ 45°) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Caution: pulsatile flow is necessary for proper exoseal vcd positioning. If pulsatile flow is not observed from the bleed-back indicator, discontinue the procedure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) was deployed by mistake when it was inside the patient. The doctor depressed the trigger without any issues. Since it was an earlier retract than usual and the backflow from the indicator did not stop, it was suspected that the plug was placed in the blood vessel. There was no patient injury. The lower limbs on the side using the exoseal were imaged to the periphery, and it was clear. It was confirmed that there was no obstruction or stenosis. Good pulsation of the dorsalis pedis artery and posterior tibial artery. There was no change in the color tone of the lower limbs. Spo2 on the toes were measured and confirmed that there was no decrease. The patient was discharged as scheduled without the appearance of lower limb symptoms. Initially, an approach was made from the femoral artery. A stent was implanted at the carotid artery. An exoseal was inserted into the sheath and retracted. The visual indicator window changed to black. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information was provided and is available in: section b4 (event description) additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, a 7f exoseal vascular closure device (vcd) was deployed by mistake when it was inside the patient. There was no reported patient injury. The device will not be returned for evaluation. The product was not returned for analysis. A product history record (phr) review of lot 17987913 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty - premature deployment¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the information available, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which are not intended as a mitigation of risk, ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) was deployed by mistake when it was inside the patient. There was no reported patient injury. The device will not be returned for evaluation.